Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for twenty four hours and no display going gray anomaly or display anomalies were noted. Unit received with cracked keypad overlay at select button. Device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had screen anomaly. The customer reported that the display was going gray and there were green lines on the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.